Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced renal disorder ("essure caused my kidney problems"), renal pain ("I had kidney pain") and renal failure ("my right kidney is nonfunctioning because of essure"). The patient was treated with surgery (full abdominal hysterectomy and right kidney removed). Essure was removed. At the time of the report, the medical device removal, renal disorder, renal pain and renal failure outcome was unknown. The reporter considered medical device removal, renal disorder, renal failure and renal pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hysterectomy, renal disorder, renal pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received new events were added: my right kidney is nonfunctioning because of essure and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced renal disorder ("essure caused my kidney problems") and renal pain ("I had kidney pain"). The patient was treated with surgery (full abdominal hysterectomy and right kidney removed). Essure was removed. At the time of the report, the medical device removal, renal disorder and renal pain outcome was unknown. The reporter considered medical device removal, renal disorder and renal pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hysterectomy, renal disorder, renal pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.